Event description:
It was reported that, since the implant procedure, the implantable cardiac monitor (icm) device impedance settings have changed. The device remains in use. No patient complications have been reported as a result of this event.